Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the suite pc¿s hd1 hard-disk light was off. As a part of troubleshooting, the fse ran disk diagnosis by connecting the suite pc hd1 to service pc, however the hd1 could not be detected. To resolve the issue, the fse replaced suite pc hd1 and reinstalled the operation system (os) and software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 7 m20 (722282) is not sold in the us. However, its similar device 722224 is marketed in the us under 510(k): k200917.